Manufacturer narrative:
(B)(4). Medical product: unknown articular surface, cat#: unknown lot#: unknown, unknown femoral component, cat#: unknown lot#: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05560, 0001822565-2017-05561, 0001822565-2017-05562. Remains implanted.

Event description:
It was reported that the patient is experiencing pain in the groin area, as well as sciatic nerve pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being filed to relay corrected information. Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The device(s) involved in the event are competitor product. The initial report was forwarded in error and should be voided.